Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. The patient also had muscle stimulation. Additional information indicates that this behavior was attributed to the patient condition. This lead was explanted. No additional adverse patient effects were reported.